Event description:
While away from home and not near his remote, patient experienced the device turning on by itself and repeatedly caused tongue stimulation and tongue swelling. Prior to these episodes, the patient did not feel the device helped his sleep.